Event description:
Customer claims they rec'd a tubing pack without a rotaflow in it.

Manufacturer narrative:
The device was not returned for evaluation, therefore a root cause could not be identified. If add'l info is rec'd or the device is returned, a f/u report will be submitted. It should be noted that during our investigation we found that the part number ordered (beq-top 2202) does not come with the rotaflow. Therefore the part was built correctly. (B)(4).